Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that in order to get the keypad buttons to respond they had to be pressed very hard. The patient stated that there is no damage to the pump or keypad and no moisture is present in the pump. The patient reportedly wore the pump under garment against the body and used a lens film. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact. The all of the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim.